Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue; up arrow decreased response, damage is missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: on investigation, the keypad was cut and the up arrow button cover was torn. On testing, the up arrow button as unresponsive and the remainder of the keypad buttons demonstrated intermittent response. The button contacts of the ok and up arrow buttons were found to be inverted. The keypad cover was removed for investigation and revealed contamination on the contacts of all the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.